Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer follows the french regulations of jul 4, 2016, in how to reprocess device, which includes following manufacturer¿s instructions for use.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to b5. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d9, g3, g6, h2, h4, h7, h9, and h10. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The air/water supply volume was inspected for an air and water flow issue. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. The material clogging the nozzle appears to be soft grey plastic. The clogging may have occurred by accumulation. The balloon channel was also clogged with a piece of the cleaning brush. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is worn out; auxiliary water channel port of control body unit is loosened; up/down knob angulation cannot be locked; knob play and reduced angulation; universal cord connector has damage; wear and tear defects. The user¿s complaint of air/water leakage from the auxiliary water channel was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum nov 8, 2022: the material clogging the nozzle appears to be soft grey plastic. The clogging may have occurred by accumulation. The balloon channel was also clogged with a piece of the cleaning brush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the retained substances could not be identified. The foreign body stuck in the nozzle was likely a gray plastic debris. The foreign body stuck in the balloon channel was likely a cleaning brush. It was reported that the facility did not deviate from the instructions for use (IFU) during reprocessing. The event can be detected/prevented by following the IFU which state: ¿warnings and cautions caution do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the nozzle was clogged with foreign material. The foreign material could not be removed with correct reprocessing as there was buckling of channel or nozzle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of air/water leakage from the auxiliary water channel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. The foreign material could not be removed with correct reprocessing as there was buckling of channel or nozzle. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.